Manufacturer narrative:
This report is submitted on december 19, 2016. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced extrusion of the internal magnet through the skinflap on (B)(6) 2016. Subsequently, the patient was treated with oral antibiotics, and on (B)(6) 2016, the patient underwent a procedure to reconstruct the skinflap. The patient was hospitalised following the procedure for a duration of 10 days, and was treated with antibiotics. It was reported that the skinflap reconstruction surgery was unsuccessful, resulting in the explantation if the internal magnet on (B)(6) 2016. During the explantation, a second skinflap reconstruction was performed. The implanted device remains insitu.